Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the pt's wife contacted lifescan (lfs) on behalf of the lay-user/pt questioning whether the age of the meter will cause the meter to read inaccurately. This complaint is being classified based on the customer care advocate's documentation and the recorded call. The pt tests 4 times per day. According to the pt's medication regimen, the pt takes 7 units of regular when his sugar is above "201 mg/dl." The pt also takes 90 unit of 70/30 once per day. One day earlier at 10pm, the pt obtained a reading of "231 mg/dl." The pt took his insulin accordingly. One month later at 4am, the pt woke up feeling "dizzy and weak", and obtained a blood glucose result of "75 mg/dl." The pt had a glass of milk and ate a banana. There was no medical intervention due to the reported issue. The reporter states that when his glucose is reading above "201 mg/dl" at night, he takes 7 unit of regular. This insulin treatment usually keeps his glucose in the normal range until morning. However, he has been waking up in the middle of the night feeling low for the last two weeks and is questioning his meter readings. During the troubleshooting session, it was verfied that the pt was using the correct testing technique, the puncture area was correctly cleaned, the blood sample were from the same approved source, and the pt was using the correct unit of measurement. This complaint is being reported due to the following conclusion: the pt alleged the meter was reading high and the further stated she woke up feeling hypoglycemic in the middle of the night after taking insulin based on the meter readings. The meter, test strips, and the control solution were replaced.